Manufacturer narrative:
Customer returned pump for alleged exposure to moisture, cosmetic damage located at the battery compartment, critical pump error (open book image), and keypad unresponsive/button error alarm found on 11-jan-2023.pump immediately alarmed an open book image once installing an aa lithium battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locked properly into the reservoir compartment. The the back, sensor, up, and right pins passed the keypad voltage test, while the center, down, and left pins failed the keypad voltage test. Unsuccessful in downloading pump history files using thump software. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, lithium backup battery, and keypad flex tail. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, corroded battery tube, and corroded battery tube spring. Critical pump error (open book image) alarm confirmed due to moisture damage however, unable to verify the root cause due to moisture damage on the electronic assembly. Cosmetic damage was confirmed at the battery compartment. Unable to verify customer's complaint for unresponsive keypad and button error alarm due to critical pump error (open book image). Exposure to moisture was confirmed found on pcba 1, pcba 2, force sensor, lithium backup battery, keypad flex tail, and the battery tube. Unable to download history files and traces confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarms a critical pump error with an open book image, a crack on the battery compartment, and a keypad unresponsive/button error alarm. No harm requiring medical intervention was reported. Troubleshooting was completed, and the customer will no longer use the device. The insulin pump will be returned for analysis.